Manufacturer narrative:
Additional catalog # 04j50-02. Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.

Event description:
A remedial action has been initiated to remove product from the field. Abbott point of care has determined that the 8 cartridge lots identified below may generate falsely elevated inr results. Abbott point of care has made the decision to remove these cartridge lots from the marketplace to ensure the performance of our product. This action will be conducted in cooperation with the u.s. Food and drug administration. Lot numbers associated with product action: n09315, n09323, n09323a, n09346a, s09347, s09354, t10009, t10011.